Event description:
Reporter indicated that during what was thought to be a battery replacement for normal end of service, that the surgery was actually a lead revision for high impedance. Both the generator and lead were replaced. It is believed that the generator was replaced for end of service while the lead was replaced for the high impedance. Info was later found that the high impedance was first noted at a visit due to the pt experiencing an increase in seizures and seizure intensity following some sort of strike to the pt's chest. The explanted products were returned to the MFR for analysis, but analysis is not yet complete. Attempts for more info regarding the increase in seizures have been unsuccessful to date, and thus the relationship between the increase in seizures and vns therapy cannot be determined, but may be due to loss of therapy due to the inability of the generator to provide stimulation due to the high impedance.

Manufacturer narrative:
Device failure suspected.